Event description:
It was reported to baxter (B)(4) that the reservoir of a folfusor sv2.5 ruptured during filling. The device being filled with cytostatica when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available for evaluation per the customer. This issue is currently being investigated under CAPA # (B)(4). A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.